Event description:
It was reported during implant procedure, patient's left ventricular (lv) lead exhibited high capture threshold and low, out of range pacing impedance. It was also noted that the guidewire was not able to be removed from the lead. The lead was not implanted during procedure on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and low pacing impedance were not confirmed, while the event of guidewire difficult to removed was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found the inner coil inside the connector region was bunched up consistent with procedural damage. The ptfe coating of the guidewire was noted inside the lead at the connector region. The cause of guidewire difficult to removed was due to bunched up/damaged inner coil. No other anomalies were seen.